Manufacturer narrative:
Internal report reference number: (B)(4) b2: adverse event report is being submitted due to symptoms related to diabetes: weak and "woozy." Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-3). The customer reported that she was feeling weak and "woozy"; medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer and produced e-5 error message using true metrix air meter. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 02/16/2026 and open vial date is 10/05/2024.